Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is rec'd, any further info derived from the eval will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2011-00156 and 2210968-2011-00157. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2011 and a reservoir was connected to a drain. Before using the reservoir, it was found that it had no suction. The anti-reflux valve could not be opened. There was no adverse pt consequence.